Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Mallet cracked while in use on patient. Use as intended in ortho case. No injury to patient. Delay in surgery reported.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found visible dents and grooves. Additionally we found a crack. Furthermore we made a visible inspection fo the fracture surface. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files a material defect or production error can be excluded. No pores or foreign bodies could be found on the point of rupture. There is the possibility of a fatigue fracture as the causal factor. There is also the possibility of pre-damage or similar due to previous surgeries. We assume that the fatigue fracture was caused due to strong hammer blows. There is the possibility that the strong hammer blows did not make complete contact with the surface, but rather with the side edge of the contact surface. Due to the one-sided load on the edge this could lead to cracks. No CAPA is necessary.